Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results - there are three previous complaints of the same code-batch regarding the same issue. There are no units in our stock. We have received five closed samples and one open sample with the needle detached from the thread (thread is not wound on the pack). We have tested the needle attachment of the closed samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). Final conclusion - taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with a suture pack. Prior to patient use, it was noted that the needle detached. Additional information was not available.